Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0tu2l, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that there was premature battery depletion. The rep reported there were no falls reported or other known issues. It was noted the battery was dead, so a replacement was done. The rep stated both the healthcare professional (hcp) replaced both the battery and lead. The rep reported a new surgery was done and they replaced the lead and battery, there was no issue after the surgery. It was noted the issue was resolved at the time of the report. The patient noted the lead was replaced because the battery life was short. The rep stated there were no environmental, external, or patient factors that may have led or contributed to the issue. The rep stated an x-ray was taken. The rep stated trouble shooting could not be done as the battery was dead. The hcp decide to replace the lead and battery. The patient was not feeling stimulation and the battery had expired. The rep stated the original lead was deep and therefore high amplitude was needed to give relief. Additional information from the patient reported a defect in the implantable neurostimulator (ins) that was implanted on (B)(6) 2015. The patient reported they needed the device replaced on (B)(6) 2017. The patient stated that in (B)(6) 2016 the rep diagnosed that the device was no longer responding to the patient programmer or the rep¿s controller. The patient stated that surgery would be needed to completed to assess the device. The patient stated that the surgery reported not only the battery was not working, but two of the four electrodes were defective and the decision was made to replace the device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.